Event description:
Poly wear has resulted in instability and marked osteolysis of the pelvis and femur requiring revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The patient is a reported male at 67 years of age with a calculated bmi of 34.7. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tend to adversely affect hip replacement implants. Warsaw cpd examined the provided x-rays and could draw no conclusions. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.